Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and also reported a difference between sensor glucose and blood glucose values. The customer also reported change sensor alert and sensor updating alert. The event involved product(s) mmt-7040pa. Troubleshooting was performed for difference between sensor glucose and blood glucose values. The blood glucose value was 48 mg/dl and the sensor glucose value was 307 mg/dl. The difference between the sensor glucose and blood glucose values was out of the acceptable range. Explained sensor may have no longer been responding to glucose changes and explained possible causes. Troubleshooting was performed for sensor alerts and confirmed the occurrence of change sensor alert, sensor updating alert and calibration not accepted alert. It was unknown whether the customer was using the insulin pump with 48 hours of reported event. It was unknown whether the customer was using the auto mode/ smart guard feature at the time of reported event. No further patient complication was reported. No product return is required for mmt-7040pa. Frn-unk-rsvr, unomed inf set, mds-unk-xmtr.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: based on the latest information, the customer reported damaged transmitter. Customer treated with insulin from the pump boluses. The event involved product(s) mmt-7040pa, unomedical, mmt-7841zn, mmt-332a. No product return is required for mmt-7040pa, unomedical, mmt-7841zn, mmt-332a.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5(updated summary - added model numbers) and section h6(changed from 2199 to 4614 in heic and added 4613 in heic for 1912 in hecc) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.